Manufacturer narrative:
A device evaluation and/or device history review is anticipated but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported while using a bd vacutainer® eclipse¿ blood collection needle with pre-attached holder the safety shield failed to properly cover the IV needle, resulting in a used needle stick injury to the right index finger of the employee. Post exposure testing was performed. No further medical intervention was required.

Event description:
It was reported while using a bd vacutainer® eclipse¿ blood collection needle with pre-attached holder the safety shield failed to properly cover the IV needle, resulting in a used needle stick injury to the right index finger of the employee. Post exposure testing was performed. No further medical intervention was required.

Manufacturer narrative:
The following fields have been updated with additional information. D9: device available for evaluation: yes. D9: returned to manufacturer on: 20-nov-2024. Investigation summary: material #: 368650. Lot/batch #: 2068350. Bd received 10 samples for investigation. The samples were evaluated by functional testing, each having their eclipse shield engaged, and the indicated failure mode for defective locking mechanism with the incident lot was not observed as all product specifications were met. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality issues during manufacturing of the product. This complaint is unable to be confirmed for the indicated failure mode defective locking mechanism. Bd was not able to identify a root cause for the indicated failure mode. Complaints received for this device and reported condition will continue to be tracked and trended. Our business team regularly reviews the collected data for identification of emerging trends.